Manufacturer narrative:
The reported failure "stop- inp" occurred on start up of the device. The affected rotaflow console with s/n (B)(4) was investigated by a getinge field service technician on 2021-03-10 and the technician was able to reproduce the reported failure. The defective 701034051 rf control board pcba kit was replaced. An investigation of a rotaflow system that exhibited a similar issue was performed in getinge life cycle engineering on 2020-04-27. The most probable cause of the described error is a defect at the ic23 on the control board that worsens when the device gets warm. The review of the non-conformities has been performed on 2021-03-17 for the period of 2015-08-11 to 2021-03-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The product in question was produced in 2015-08-11. Based on these investigation results the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the us. It was stated that on power up the rotaflow console the error message ¿stop-inp¿ was displayed. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).